Event description:
It was reported that the customer went to the emergency room due to blood glucose level ranging between 238-288mg/dl. The customer was treated with intravenous saline and insulin, and was discharged on (B)(6) 2022 with no permanent damage. Reportedly, intermittent altitude alarms had occurred while the customer was not outside of the labeled operating altitude range. Reportedly the customer reverted to manual injections for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.